Event description:
Caller states that she tests 3.3 inr on the coaguchek xs system on (B)(6) 2011 and stopped taking her waran for two days. Caller alleged that she had clots in her leg and medication herself with fragmin. Caller states that she returned from vacation on (B)(6) 2011 and went directly to the emergency room. Caller reports she was treated with fragmin at the hospital. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Caller states that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The customer was not able to clarify which of the two lots of strips she used. One was catalog number: 04625358170, lot number: 20314114, and expiration date: 08/31/2012. The other was thrown away. The other was catalog number: 04625358170, lot number: 20479414, and expiration date: 10/31/2012. Will not be returned to manufacturer.